Event description:
It was reported that approximately 3 hours into a da vinci s hysterectomy procedure, while the surgeon was performing a right and left lymphadenectomy, a "flash" was observed from the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. When the surgical staff removed the mcs instrument, a small hole was observed in the tip cover. The surgeon then discovered that there was a surface burn on the patient's bowel. Although the burn had not penetrated the bowel, the surgeon decided to suture the burned area. The planned surgical procedure was completed and no additional patient's harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs instrument and tip cover accessory have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Members of isi's clinical sales team followed up with the surgeon and robotics coordinator to discuss the following recommendations/suggestions for prevention of mcs tip cover damage or arcing: cannula inspection prior to use. Careful installation of tip cover, do not exceed maximum cautery settings. Avoid instrument collisions, straight wrist prior to removal. Limit use of cautery when not in contact with tissue, cases with extended cautery use. Surgical tasks around critical vessels and structures. A follow up MDR will be submitted if the instrument or accessory are returned (post engineering evaluation) or if additional information is received.